Manufacturer narrative:
Concomitant product(s): a 5071-53 lead, implanted: (B)(6)2011; 5a 076-45 lead, implanted: (B)(6)2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity alert (lia) occurred and the patient felt lightheaded and dizzy. It was further reported there was a possible fracture of the right ventricular (rv) lead and that noise was observed and was reproduced with pocket manipulation in true bipolar and tip to coil polarity. Pacing inhibition occurred due to sensing noise. A lead replacement procedure is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.